Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components from an opened cvc set. The catheter will be analyzed as part of this investigation. No definite signs-of-use were observed. Visual analysis did not reveal any defects or anomalies. The catheter body length from the juncture hub to the distal tip measured 5 1/16" which is within the specification limits of 4 13/16"-5 3/16" per the catheter graphic. The catheter body outer diameter measured .0652" which is within the specification limits of .0650"-.0680" per the catheter extrusion graphic. The returned catheter was initially flushed to ensure no blockages were present. The distal end of the catheter body was then clamped, and each line was pressurized using a water-filled, lab inventory syringe. No blockages or leaks were detected. The returned catheter was then tested per bs en iso 10555-1. Section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "the practitioner must be aware of potential air embolism associated with leaving open needles or catheters in central venous puncture sites or as a consequence of inadvertent disconnects. To lessen the risk of disconnects, only securely tightened luer-lock connections should be used with this device. Follow hospital protocol to guard against air embolism for all catheter maintenance". The customer report of a leaking catheter was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. Additionally, the catheter met all relevant dimensional and functional requirements and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.